Manufacturer narrative:
B5 updated with additional information received regarding this event. H6. Patient coding updated/corrected based on all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported no excessive force was applied. The pusher wire was no rotated or pulled back at any time during the procedure. Patient's vessel tortuosity was minimal. It was clarified regarding pipeline with lot # d068629, when deployment began in the mca and an attempt was made to release in order to invert the sleeve, the delivery wire came off from the resheath pad. The pipeline was removed and replaced with a pipeline 3.75 x 16 device to complete the procedure successfully.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026 mpxr 1389718 (for, hcp, rep): medtronic received a report that pipeline flex stent was foreshortened and another pipeline flex stent prematurely opened. The patient was undergoing surgery for treatment of a saccular, unruptured right internal carotid ophthalmic artery aneurysm with a max diameter of 8 mm and a 4 mm neck diameter. The blood vessel diameter in the landing zone was 3.3 mm distally and 3.5 mm proximally. It was noted the patient's vessel tortuosity was weak. The patient has a medical history of a cerebral aneurysm. Dual antiplatelet therapy (dapt) was performed at an unknown platelet reactivity units (pru) level. There was no particular change in the postoperative findings related to blood flow imaging. It was reported that the pipeline flex stent was placed in the right internal carotid ophthalmic artery aneurysm. The first pipeline flex stent was placed. The proximal end was short, so another pipeline flex stent was additionally placed. During deployment of the second pipeline, the delivery wire came off from the resheath pad when attempting to resheath to invert the sleeve after deployment began toward the middle cerebral artery (mca). The ped became detached from the main delivery mechanism. The pipeline itself was not separated. There was no strong load applied when delivering the inside of the catheter. Each mc catheter was collected in phenom plus and taken out of the body. There were no problems with flushing saline in the delivery sheath prior to the procedure, and continuous reflux within the microcatheter was also undoubtedly performed. There was no health hazard. There was no health damage to the patient. The product was not used in an infected patient. The pipeline was not used for an indication (off-label use). The device was prepared as indicated in the package insert. Ancillary devices include a phenom plus support guiding catheter and a phenom 27 microcatheter.